Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Pvl is a known potential adverse event associated with bioprosthetic heart valves, which is included in the instructions for use (IFU). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the most likely root cause is patient, including pre-operative mitral annular calcification seen on tee.

Event description:
It was learned through investigation and (B)(4) that a patient with a 33mm 6900p mitral valve, implanted for 13 years, 3 months, underwent an mv plug procedure due to severe pvl. Hospital tee showed eccentric jet around the bioprosthetic valve, mild mac, ef 50%, with severe tricuspid regurgitation. Amplatzer device was successfully implanted for the mitral valve with excellent results with no significant paravalvular leak. The patient tolerated the procedure well without complication and was discharged on pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through investigation and (B)(4) that a patient with a 33mm 6900p mitral valve, implanted for 13 years, 3 months, underwent an mv plug procedure due to severe pvl and severe mitral regurgitation. Hospital tee showed ef 50%, moderate mr, tv ring with mild-moderate tricuspid regurgitation. A amplatzer device was successfully implanted for the mitral valve with excellent results with no significant paravalvular leak. The patient tolerated the procedure well without complication and was discharged on pod #1.